Manufacturer narrative:
Based on the claim against the product by the customer noting e-100 compatibility issue, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Electrical/mechanical adjustment was made by the isi fse to correct the reported problem. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the e-100 generator did not work. When using a vessel sealer, the e-100 didn't turn on the white light. Then when the same vessel sealer was connected to the erbe, it worked perfectly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer to confirm that the system was powered on with no errors and was checked before the surgery with no issues noted. When the surgeon took control of the surgeon console, he tried to apply energy and the system returned a message that the instrument's power connection needed to be checked. The e100 generator was rebooted (with the vessel sealer connected) and the white led of the e100 didn¿t turn on. After that step, the vessel sealer was connected to the erbe viodv, and the system recognized the instrument, and the surgery could be completed without problem. After the surgery the generator was rebooted again without the vessel sealer, and it didn¿t recognize again the connection. The procedure was completed with the original configuration, but with the erbe viodv. There was no injury or impact to the patient.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Simulator review was performed: -tests were carried out with e-100 equipment indicated by the factory: -different lots of vessel sealer were tested: equipment did not recognize lots used. -different power cables were tested: equipment turned on and off normally, but still did not recognize instruments. -on and off tests were carried out: equipment did not recognize instruments used. E-100 replacement was scheduled. Additional information is being gathered to determine the contribution of the device to the customer reported issue.